Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9734477r, serial/lot #: (B)(4). Report source, foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the computer was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was turning off and on without user input. No patient was present at the time of the event.

Manufacturer narrative:
The computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer boots normally to the application screen. The installed applications start and run normally. No automatic re-boots were observed. No failure was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the issue was occurring while plugged into a known good outlet.